Manufacturer narrative:
On december 16, 2024, customer relayed to hologic that they had sample ID (B)(6) result as sars-cov-2 and rsv positive with our fusion sars-cov-2/flu a/b/rsv assay (cartridge lot 887495) on their panther fusion (sn (B)(6)) under worklist ID (B)(6) where the same sample repeated as only rsv positive when retested on the panther fusion under the same worklist ID. Sample also retested as only rsv positive when repeated on the genexpert platform. The sample was stored at ambient temperature before the test, and stored at +2 to +8°c after the test. Analysis of the sample curve data found no sample handling issues with normal amplification. Customer performed retesting due to it being a dual positive. The dual positive result was automatically reported out before being amended to being only rsv positive. The sample was from the emergency/urgent care ward. Information about any treatment performed is unknown and case troubleshooting is ongoing at this time.

Event description:
On december 16, 2024, customer relayed to hologic that they had sample ID (B)(6) result as sars-cov-2 and rsv positive with our fusion sars-cov-2/flu a/b/rsv assay (cartridge lot 887495) on their panther fusion (sn (B)(6)) under worklist ID (B)(6) where the same sample repeated as only rsv positive when retested on the panther fusion under the same worklist ID. The dual positive result was automatically reported out before being amended to being only rsv positive. The sample was from the emergency/urgent care ward. Information about any treatment performed is unknown and case troubleshooting is ongoing at this time.

Event description:
Follow-up report. See section h11.

Manufacturer narrative:
Additional follow-up and troubleshooting with customer found they were experiencing a contamination event that has since been resolved. Any patient treatment still remains unknown.

Event description:
Follow-up report correcting imdrf codes now that additional information is available.